Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain, swelling, infection, damage to bone and tissue, and problems walking. Update dec 21, 2017: plaintiff fact sheet received. Added stem and sleeve product information and updated affected side. This complaint was updated on: december 27, 2017.

Event description:
After review of medical records, there is no new information being reported. It was also noted by surgeon that patient lab work came back basically slightly elevated but only within the population that is exposed to cobalt chromium on a regular basis and therefore that is not unusual.

Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the blood heavy metal increased. Replaced surgical intervention with device revision or replacement.

Event description:
Der received. Der reported that the patient was revised to address painful left hip. Doi: (B)(6) 2007, dor: (B)(6) 2019.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.